Event description:
It was reported that low sensing and externalized conductors were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.5cm was returned for analysis. External insulation abrasion was found at 12.7cm to 14.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating on the rv conductors was abraded. One rv cable was melted and broken. This is consistent with the observation from the field of noise and low hv lead impedance.